Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: anterior cervical discectomy and fusion. Item 1: surgeon began inserting screw, and the screwtip broke off. Surgeon was surprised, and simply took it out with pickups. Went back to standard driver. Item 2: before the case while putting things together, it was discovered that the inner portion did not contact and thread to outer. This piece is broken. Item 3: this driver (same as item 1) has maybe two or three cases before broken, if that. Extremely old and in need of disposal before we have a similar situation. Product discarded has been selected for product status in this instance as there is no appropriate status available to represent the following local process: instrument will be sent to local engineering for assessment of wear and tear. If wear and tear is assigned, a copy of the local assessment will be provided to the manufacturer for their record and case closure. In the case wear and tear cannot be assigned by the engineer, the product will be returned to the manufacturer as a product complaint for investigation.